Event description:
It was reported the needle did not retract and was still inside the pod's insertion site (abdomen). The patient was bleeding from the site while wearing the pod for between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1584 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the needle not retracting. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The root cause of the reported needle not retracting could not be conclusively determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. No other damages or deficiencies were observed during the investigation.